Manufacturer narrative:
The customer reported excessive bleeding during circumcisions from the clamps "not tightening down completely" and feeling a "crunchy" sensation. The customer reported that when "releasing the nut, it doesn't feel like there is any pressure as well as when tightening." The customer also reported "bleeding around the rim of the head of the penis as opposed to the underside" and that the physicians are "leaving the clamps on for a full five minutes." The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The customer reported excessive bleeding during circumcisions from the clamps "not tightening down completely" and feeling a "crunchy" sensation.